Event description:
It was reported that the right ventricular lead exhibited low r wave sensed amplitudes. The lead was successfully repositioned. The patient was stable throughout the procedure.

Manufacturer narrative:
(B)(4).